Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective y402 crystal oscillator on the monitor c/a board. The oscillator was not producing an output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective oscillator. The patient received a replacement monitor.

Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient was receiving a service code 204. The patient was issued a replacement monitor.